Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Unit received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or selftest due to unresponsive keypad. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
It was reported hat the customer's insulin pump had a cracked pump and sticky buttons. The customer's blood glucose level was 6.9 mmol/l at the time of the incident. The customer stated the insulin pump had cosmetic damage. Customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.